Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® excluder® conformable aaa endoprosthesis to treat an abdominal aortic aneurysm. End of procedure images revealed technical success and flow to both renal arteries. It was reported that on a later date in (B)(6) 2026 (exact date is unknown) the patient presented emergently to a different hospital and was placed on hemodialysis for kidney failure. The implanting physician was made aware and re-reviewed the implant images from implant procedure and stated that a different view shows possible encroachment (partial coverage) from the cxt of the left renal artery. The event is ongoing. Reportedly, the patient did not attend any of his post implant follow up imaging dates. The patient has not contacted the implanting physician. No further information is available.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.